Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled zero-volt charge (zvchg) field-effect transistor (fet). The gas gauge is not programmed to use the zvchg fet, which indicates that the battery unintentionally enabled the fet. The zvchg fet disables the charge and discharge fet, rendering the battery inoperable. As a result, the reported no power event involving (B)(6) was confirmed. The reported no power event involving (B)(6) was not confirmed. A possible root cause of the reported no power event involving (B)(6) may be attributed to a marginal connection between the battery and controller. The most likely root cause of the reported no power event involving (B)(6) can be attributed to the unintentional enabling of the batter y's zvchg fet. CAPA pr00519785 is investigating this battery issue. Additional device: (B)(6) h6: FDA img code: g02002, g02013 h6: FDA method code(s): b01 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. . A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: based on an investigation conducted under CAPA (B)(4), the most likely root cause of the reported no power event involving (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Additional products: d4: serial #: (B)(6) h6: FDA results code(s): c02 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: transcatheter valve evolutr-23-us implant date: (B)(6) 2018 additional products: brand name: heartware ventricular assist system ¿battery, model #: 1650 / catalog #: 1650d/ expiration date: 31-oct-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 2021-08-18, no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes, mfg date: 2020-10-20, labeled for single use: no. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries would show they were fully charged but would not provide power to the controller once connected. The batteries were removed from service. No patient complications have been reported as a result of this event.